Event description:
It was reported that the pump exhibited a "wrong cassette error". No injury was reported.

Manufacturer narrative:
One cadd prizm vip pumps was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found evidence of reported problem. The pump was inspected, and the cassette was attached to the pump and the pump alarmed wrong cassette and could not run. Functional and psi testing was performed, and the pump failed. The customer's reported problem was verified. Further investigation of the pump found sign of fluid ingression around the downstream sensors. Service replaced the downstream sensors to correct the reported problem. The root cause was identified as fluid ingression around downstream sensors.